Event description:
It was reported that the patient was not able to adjust stimulation. Reviewed that upper limit was reached. Issue resolved on the call. On (B)(6) 2015, the patient programmer showed upper amplitude limit reached. It had been 3 days now and she was not able to clear the screen. On the call, patient used her programmer and was able to clear the message. On (B)(6) 2015 symptoms returned. Patient raised stimulation but it did not resolve it. Since implanted the device was not working very well. She usually gets 3-4 days out of a setting and then she has to change her settings. The patient was having botox on (B)(6) 2015. Patient connected to ins (stimulator) on the call and stated ins was on and she was at 8.5 volts on program 4. She wants to change to program 2. She does not feel stimulation. On the call the patient changed to program 2 at 4.0 volts. She said she felt stimulation now. She decreased to 3.9 volts. Then she stood up and said she does not feel stimulation when standing. The day of report was the first time that it happened. She usually can feel stimulation. Patient then said she went down to 3.0 volts and that feels pretty good. Additional information received from the healthcare provider reports that there was not a fifty percent or greater symptom reduction. The cause of the event was not determine and not device related. Reprogramming was need. The patient doesn¿t know how to operate the programmer well in spite of numerous reprogramming and teaching. The patient was seen on (B)(6) 2015, (B)(6) 2015, (B)(6) 2014 and (B)(6) 2014. It was unknown if loss of therapeutic effect. The patient experienced a loss of stimulation and it was gradual. The patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v852754, implanted: (B)(6) 2011, product type: lead. Product type: programmer, physician.